Event description:
It was reported that the customer did not have any reservoirs or sets in the pump and the pump is stuck in rewind. Customer's mother was assisted with getting the pump out of rewind using a blunt object. The health care professional reported that the customer was admitted with diabetic ketoacidosis. Customer was having high blood glucose levels 2-3 days before hospitalization. Customer mother stated that the customer went to the doctor's office first and then was sent to the emergency room due to high blood glucose levels. Customer was hospitalized on (B)(6) 2015 with a blood glucose level of 575 mg/dl. Customer had severe abdominal pain and was vomiting. Customer forgot to change their site on sunday night and the insulin was so low that it was empty. Customer was transported to another hospital and released today with moderate ketones. Customer was wearing the pump at the time of the emergency room visit. Customer's mother declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.